Event description:
Vague report of two overinfusions of 5 fu and d5w as diluent. The infusion volumes (240ml total) were reported to have been completed before the anticipated 48 hours. No patient issues were reported by the clinicians caring for either of these inpatients.